Event description:
A monopolar electro-surgical cable was in use during a laparoscopic cholecystectomy case. When power was applied, the cable began to burn near the end that plugs into generator. The cable then sparked and burned in two pieces. The cable was changed and the case was completed. There was no injury to the patient or staff reported.

Manufacturer narrative:
Investigation showed: the internal wires were broken near the end of the cable that connects to the electro-surgical generator. It appears that the internal wires were broken when power was applied, causing a shorting and burning from the inside. In addition, visual examination showed that the user repeatedly pulled on the cord when disconnecting the device, instead of pulling on the connector. Cause of event: user care and maintenance